Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 4 mm. X 4 cm. Balloon catheter (bc) ruptured at between seven to eight atmospheres (7-8 atm.) Of pressure during the initial inflation. Another non-cordis bc had ruptured prior to this reported event. The bc was exchanged for another bc to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: heavily calcified, and not tortuous. Additional information has been requested.

Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 4 mm. X 4 cm. Balloon catheter (bc) ruptured at between seven to eight atmospheres (7-8 atm.) Of pressure during the initial inflation. Another non-cordis bc had ruptured prior to this reported event. The bc was exchanged for another bc to complete the procedure successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be heavily calcified and not tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used for the procedure and the contrast to saline ratio was fifty/fifty. The same inflation device was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. The product was returned for inspection. One non sterile catheter powerflexpro 4mm4cm 135 was received coiled inside a plastic bag. Balloon was previously inflated. Leak test was performed and a pinhole was noted in the mid section of the balloon. Sem results showed that the balloon external surface exhibited evidence of scratching near to the leakage; the balloon internal surface exhibited no evidence of damage. This balloon leakage failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp was confirmed through analysis of the returned device; however, the exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification) may have contributed to the difficulty experienced by the customer as evidenced by scratches noted on the external surface of the balloon during analysis. Neither the DHR nor the analysis suggests that the burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information received: there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used for the procedure and the contrast to saline ratio was fifty/fifty. The same inflation device was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.